Event description:
As reported: "a post-market clinical evaluation of the reunion reverse. Shoulder arthroplasty (rsa) system: subject 01-004r postoperative heterotopic ossification, symptomatic. Superior glenoid ho, patient was struggling with occasional soreness/tightness subject sent back to physical therapy to improve range of motion and stiffness"

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition unknown